Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in a calcified coronary vessel. A 3.50x20mm promus element drug-eluting stent was advanced to treat the lesion. However, it was noted that the tip of the stent strut was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in a calcified coronary vessel. A 3.50x20mm promus element drug-eluting stent was advanced to treat the lesion. However, it was noted that the tip of the stent strut was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. A 3.50x20mm promus element, mr, ous stent delivery system was returned for analysis. A visual examination of the stent found damage to the mid-section and distal end of the stent with stent struts stretched distally. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.